Event description:
It was reported that the pump ran continuously during a shoulder surgery. The shoulder extravasated and fluid went into the neck and face area. The surgery was aborted and the patient required an overnight stay in the intensive care unit. This device is used for treatment.